Event description:
According to the reporter: occurred during a laparoscopic ventral hernia repair procedure. The reloadable tacking device was being used for mesh fixation. There was difficulty in using the device. The device was difficult to articulate. Tack was getting stuck to the tip of the device after believed to be fully fired, detached instrument finally by force, then dry fired a few times. There was difficulty loading the reload onto the handle. Tacks were able to fire properly after loading. The surgeon used a new device to resolve the issue. Surgical time was extended by 30 minutes. No adverse events reported. Patient status is okay. Patient medical history: recurrent umbilical hernia; recurrent incisional hernia.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. The visual inspection of the returned product noted instrument had disrupted timing. One 5dpt reload was received; partially fired with disrupted timing. Microscopic inspection noted scratches on the inner tube of the 5dpt reload and marks where the sulu was forced over the instrument lock balls. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the reported conditions could be due to improper loading of the reloads, indicated by the scratches on the inner tube of the reloads. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.